Event description:
Single lumen PICC inserted. Unable to get the stylet to provide internal ECG readings despite doing all the problem solving I could do, including using 2 different sherlock machines. Since there have been some other issues with PICC stylets. FDA safety report ID# (B)(4).